Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
1 month earlier valve had to be replaced (subduraperitoneal shunt). Now same problem again! Hydrocephalus and valve can not be changed other than 80!

Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the position of the cam when valve was received was 90mmh2o. The valve was visually inspected: no defects were noted. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was irrigated with purified water. No occlusion was noted. The valve was dried. The valve was leak tested, no leaks were found. The valve was reflux tested, the valve passed the test. The valve was retested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested at 90mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate, the ruby ball was stuck to the spring with biological debris. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3101, with lot crmcjp, conformed to the specifications when released to stock on the 5th december 2014. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.